Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of theintermittent issues with the sherlock not picking up correctly was unconfirmed. Can't confirm reported issue since we can't check and fix sherlock issue. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation.

Event description:
It was reported customer is having intermittent issues with the sherlock not picking up correctly. Stating they have connected another sherlock to the machine and it doesn¿t appear to be a sherlock issue, rather a halcyon issue. Examples are, states the stylet does not remain green the elevated p waves, wandering lollipop saying its going up the neck when it isn¿t, and reads showing correct placement but when an x-ray is done, they are definitely not where the sherlock said they were. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported customer is having intermittent issues with the sherlock not picking up correctly. Stating they have connected another sherlock to the machine and it doesn¿t appear to be a sherlock issue, rather a halcyon issue. Examples are, states the stylet does not remain green the elevated p waves, wandering lollipop saying its going up the neck when it isn¿t, and reads showing correct placement but when an x-ray is done, they are definitely not where the sherlock said they were. No other information was provided.